Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent high blood glucose after a supply change with the ilet system, with a highest reported value of 394 mg/dl, and a second supply change was performed without visible leakage at the cartridge or infusion site. Symptoms included hyperglycemia. Outcomes included no medical intervention, no back-up therapy use, and no ketone testing. Investigation included complaint handling, troubleshooting, and user education provided by support. Investigation of this case revealed that the cause of hyperglycemia remained undetermined. It was concluded that no device failure could be confirmed based on the information available.